Event description:
It was reported that the usb port was damaged, resulting in difficulties charging the pump. Additionally it was reported that the pump battery was depleting quickly and that the wake button was intermittently unresponsive. No further information was obtained as the customer declined further troubleshooting with tandem technical support. There was no reported impact to blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.